Event description:
The walker collapsed and the user fell backwards hitting the back of her head. She had to have 11 staples. The unit has not been received for evaluation.

Event description:
The unit has been received for eval.